Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer stated while trying to remove the tampon, it fell apart. Consumer had to pull pieces of tampon out. It happened with 3 tampons out of the same box. Customer is fine and got the product removed. This is a non-us event.